Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support after consulting a trainer and performed a factory reset of the ilet due to concerns of receiving too much insulin, successfully re-paired to the app, and subsequently reported a blood glucose of 130 mg/dl followed by a later report of low blood glucose at 85 mg/dl, with education provided that the value was within normal range and that the system required time to relearn after reset. Symptoms included perceived low and high glucose readings without clinical sequelae. Outcomes included no hospitalization and no reported injury. Investigation included troubleshooting guidance, education on post¿factory reset adaptation, and confirmation that blood glucose was not adversely affected at the time of the reset. Investigation of this case revealed no device malfunction and suggested that reported glycemic variability was consistent with post¿reset adaptation rather than a hardware or software failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.